Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #00972247 - npi 8100 unknown error other- specify in comments bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Tim had an "unknown error" message while running pm on lvp8100 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: tim did not turn on the pcu in maintenance mode manually when he established communication with system maintenance program. I instructed tim to connect pcu to system maintenance program manually. He did so and the "unknown error" went away. Tim was able to complete pm on his lvp successfully. Ref:_00d30y0yr._5000l1qjrwr:ref